Event description:
It was reported to philips that the battery pins on the battery pca were broken/missing for the battery and required replacement. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the battery pins on the battery pca were broken/missing for the b battery and required replacement. There was no reported patient involvement/adverse patient impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. It was found that all j1 and j2 pins showed a significant amount of contamination. Additionally, j1 pin 8 was completely broken and missing.